Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation (codes added), investigation findings (code changed), investigation conclusions (code changed) and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No relevant imagery was provided. The IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for stenosis and regurgitation were confirmed based on provided medical record. There was no indication that a manufacturing non-conformance contributed to the complaint events. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause was unable to be determined for the valve stenosis at this time. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause was unable to be determined for the valve regurgitation at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 2 years and 3 months after a tavr procedure with a 23 mm sapien 3 ultra valve, the physician stated the valve ''failed due to severe aortic stenosis and natural disease progression.'' No central leak was observed. A valve-in-valve procedure was successfully performed with a 23 mm sapien 3 ultra resilia valve. It was noted the patient could only walk a few feet without having to sit down and failed her walk test. Per medical records reviewed, approximately 2 years and 3 months post tavr the patient presented to the hospital complaining of shortness of breath. Chest x-ray showed pulmonary edema and possible pneumonia. The patient was admitted patient and an echocardiogram performed showed severe aortic stenosis with mean aortic gradient of 40 mmhg, and mild aortic regurgitation. The patient was not a candidate for open heart surgery and it was decided to proceed with a valve-in-valve procedure. Per the tavr operative report: ''pre-procedure diagnosis: prosthetic aortic valve stenosis.'' The intraprocedural transthoracic echocardiogram (tte) confirmed an aortic mean gradient of 61 mmhg, aortic valve area of 0.9 cm2 and mild to moderate aortic regurgitation. There is severe aortic stenosis. The patient underwent a successful transfemoral tavr valve-in-valve procedure with a 23mm sapien 3 valve. Post deployment transthoracic echocardiogram showed no perivalvular leak. The residual mean gradient was 12 mmhg, which was felt to be optimal given the size of the valve. There were no complications.